Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary no anomalies found; full lead returned. Analysis found there is only one set of setscrew marks on one of the pins, and it is too proximal. The lead was not fully inserted into the device.

Event description:
It was reported that the lead lost capture, sensed noise, and had impedance of >2500 ohms. The patient suffered an inappropriate shock. The lead was replaced. No further patient complications have been reported as a result of this event.